Event description:
It was reported that after collection with bd vacutainer® eclipse¿ blood collection needle the safety shield fell off. No injuries occurred. The following information was provided by the initial reporter: customer reporting that the safety cover fell off the needle after sample collection in several different instances. There were no injuries incurred by the phlebotomist but customer concerned that there is a potential hazard for a needle stick.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 25-apr-2023. H.6. Investigation summary: bd received one and a half shelf cartons of samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after collection with bd vacutainer® eclipse¿ blood collection needle the safety shield fell off. No injuries occurred. The following information was provided by the initial reporter: customer reporting that the safety cover fell off the needle after sample collection in several different instances. There were no injuries incurred by the phlebotomist but customer concerned that there is a potential hazard for a needle stick.